Manufacturer narrative:
Philips service replaced the sibbox unit, power inverter (point) certeray and verified system bootup functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4).

Event description:
It was reported to philips that a system bootup error was resolved by replacing the sib unit on an allura xper fd20/20. The clinical use of the system was outside of use. There was no reported patient or user harm.